Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2010-(B)(6), 6947 implantable tachy lead 2010-(B)(6). (B)(4).

Event description:
It was reported the device reached elective replacement indicator (eri) and there was possible early battery depletion at three years and one month. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device indicated normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.